Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional test and a review of the alarm log were performed. The f38 alarm was identified during functional tests and review of the alarm logs. The cause of the condition was force sensing resistors were out of specifications. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f38 alarm (malfunction in tube misloading detection circuitry).this occurred before use. There was no patient involvement. No additional information is available.